Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2013; 407652, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two leads were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 8 months after the right ventricular (rv) pacing lead was implanted and 4 years after the rv defibrillation lead and right atrial (ra) lead were implanted. The cause of death has been requested and not received.